Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: during testing, no ink spots were observed on the display screen. Unrelated to the initial complaint, the display screen was dim and faded. Additionally, the audio bolus button was unresponsive during testing. Evidence of moisture contamination was found on the printed circuit board and audio bolus button. The battery compartment was cracked and the keypad cover was peeling.